Event description:
It was reported that this unit shut down without warning, while on a pt. No erro code was reported.

Manufacturer narrative:
MFR's eval summary: the 100 series propaq is a multi-parameter pt monitoring system equipped with an automated non-invasive blood pressure (nibp) monitoring function. The nibp function utilizes an external blood pressure cuff that attaches to a pt's arm. A hose from the cuff then attaches to an internal pump, check valve, bleed valve, dump valve and pressure transducer within the device. The reported failure is that the unit shut down without warning and would not power up after repeated attempts. There was no pt harm associated with the reported failure. The failure to power up was confirmed on initial evaluation. The actual device was returned by the user facility. However, the user facility was not able to provide pt information related to this report despite 3 documented attempts to retrieve this information. The power up malfunction was later determined to be from a blown fuse on the recharger board. Further analysis found that the non-invasive blood pressure (nibp) pump had failed. The failure of the pump caused an over current condition which caused the fuse to blow. We found that the internal resistance of the pump was lower than expected, but could not determine the cause of the lower resistance despite careful dissection of the pump. The pump appeared to be in good working order despite over 10 years of service.